Manufacturer narrative:
(B)(6).

Event description:
The customer complained of questionable ise indirect na, k, cl for gen.2 results for 26 patient samples on a cobas 8000 ise module. The customer noticed that the qc was not acceptable and repeated 25 patient samples. Of the data provided, there were discrepant na results for 19 patient samples and discrepant na and k results for 1 patient sample. There was no adverse event. There were erroneous results reported outside of the laboratory. The repeat results were deemed to be correct and the patient results were corrected. The customer performed an ise flowpath wash. The field service engineer (fse) replaced the electrodes, reagents, and tubes. The fse deproteinized the flowpath and the new electrodes. The fse performed precision checks, calibration, and qc. The customer performed a patient comparison. All were within specification. The investigation did not identify a product problem. The cause of the event could not be determined.